Event description:
It was reported that post op to a adjustable gastric band, the patient had a port replacement on (B)(6) 2011. This clinic is currently involved in (B)(4). It was reported that no further information is available at this time.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.